Manufacturer narrative:
By checking the sterilization charts of the involved lot #s, no pre-existing anomaly was found. All products placed on the market with these lot #s have been properly sterilized before being placed on the market. No additional details were available on this post-operative issue, specifically the following information was requested to the complaint source, but it was not available: x-rays related to the revision surgery; patient's clinical data. Based on the very few information received, we are not able to further investigate the root cause of the event. However, considering that: check of the sterilization charts highlighted no anomalies on the components sterilized with the involved lot #s; according to the complaint source, patient was in an infected state which contributed to the need to perform the revision; we can state that the event was not product related. Pms data: according to limacorporate pms data, revision rate of femoral modular heads - belonging to product codes 5010.09.xxx - due to infection is <0.01%. Based on the root cause analysis performed and according to the relevant pms data, no corrective actions required for this specific case. Limacorporate will continue monitoring the market to promptly detect any further similar issue. Note: this is a combined initial-final MDR.

Event description:
Hip revision surgery performed on (B)(6) 2022, due to prosthetic joint infection. The following components were removed and replaced with same size components: femoral modular head - l ø28mm (product code 5010.09.283, lot #1807870 - ster. 1800237) . Mobile liner øint 28 mm ø40 mm (product code 5566.50.401, lot #18at1t5 - ster. 1800302). It was reported that cup and stem were well fixed. According to the complaint source, specimen sample was taken, however it is not known which pathogen is responsible for the infection. Patient's clinical history of hip surgeries is the following: primary surgery took place on (B)(6) 2017; first revision surgery took place on (B)(6) 2018, and it was due to infection. The event was registered as complaint #(B)(4) and reported to the FDA by MFR 3008021110-2018-00120; second revision surgery performed on (B)(6) 2022, due to infection (hereby reported). It was reported that the patient was in an infected state which contributed to the need to perform the revision. Event happened in (B)(6).